Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip (of a preloaded delivery system model pcb00) was split and the intraocular lens (iol) was manually loaded and implanted. Reportedly, during the setting/preparation of the intraocular lens, the viscoelastic healon was added, the nurse pushed the plunger/push rod forward to the first marked line and gave the device to the surgeon. The surgeon moved the push rod forward to the second marked line, and turned the screw with the intention to push the lens into the eye. At this point (prior to eye insertion) the cartridge tip was splitting. The surgeon could see the split on the microscope. The surgeon then removed the split cartridge, manually folded and loaded the lens into a spare cartridge. Using the introducer in the theatre set, the surgeon successfully placed the lens in the patient's eye. No further information was provided. Three (3) pcb00s were reported having the same issue, therefore three mdrs will be submitted. This is the second of three reports.